Manufacturer narrative:
(B)(4). Retainer ring: black. P-cap / reservoir locks properly into place. Pump successfully downloaded traces and history file using thump. Unit passed self test and displacement test. However, software error detected due to possible hardware error as per global logic analysis. The following were noted during visual inspection: scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that they were able to complete pump rewind. Customer stated that self test passed. No harm requiring medical intervention was reported. The device will not be returned for analysis.